Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009 that a maxforce biliary balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the balloon was placed over the wire into the stricture in the middle bile duct. An alliance syringe filled with a mixture half water and half contrast medium was used to inflate the balloon but could not get any pressure. The balloon was removed and the procedure completed with a second maxforce biliary balloon dilatation catheter device. Outside of the patient, the nurse again tried to inflate the first balloon but without success; the balloon remained totally folded. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; the balloon is torn circumferentially.

Manufacturer narrative:
A visual and tactile examination revealed the shaft was flattened at 175mm, 195mm and 265mm distal to the strain relief. The balloon was folded and wrapped around the shaft. Some creases were noted on the balloon. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure. A partial circumferential tear was observed in the balloon material 21mm proximal to the proximal edge of the distal markerband. The most probable cause of the balloon tear is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. A labeling review identified that the device was used per the directions for use (dfu) / labeling. (B)(4).